Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 1951642: 40 items manufactured and released on 07-aug-2019. No anomalies found related to the problem. To date, no other similar events have been reported on the same lot during the period of review.

Event description:
During the primary hip surgery, when the surgeon was using the small calcar planner, the anterior aspect of the femur split. The surgeon cabled the fracture and continued with the case. There was a 10-minute delay and the surgery was completed successfully. A consignment set was utilized. Reamer teeth were not worn, first time usage. Sms 9 std implanted (sms 9 std templated).